Event description:
On (B)(6) 2011, the patient claimed she has been getting unexplained low blood glucose in the low 40s mg/dl. The patient was able to take 15 grams of carbohydrate at the time of concern. The patient admitted that her blood glucose has been erratic due to celiac disease. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged low blood glucose. The patient reportedly did not receive any unintentional or excess insulin. The bolus, basal, prime, and total daily dose was accounted. However, it was noted there was missing data for two days. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's low blood glucose. This complaint is being reported because the patient allegedly had hypoglycemic readings in the low 40s mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals were inconsistent due to multiple manual time changes. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.